Event description:
Contacted with regard to discrepant hemoglobin and platelet results generated on one pt when using a cell-dyn 1700 analyzer. The sample was repeated on the cd1700 analyzer three times yielding the following results; hgb=8.9, 9.0 and 9.3 g/dl and plt=15,4.0 and 5.0 k/ul. A result of hgb=8.9 g/dl and plt=15 k/ul was reported out of the clinic. The account noted upon smear review that one large platelet clump was observed. The account then sent the pt to the hosp and another cbc was done using a new drawn sample. The hosp results were hgb=10.1 g/dl and platelets were estimated at about 350 k/ul because the sample had many platelet clumps present. Scheduled chemotherapy was delayed due to the erroneous results reported. No further impact to pt management was reported.